Event description:
It was reported that the pt was admitted to a locked psychiatric unit. The pt's pump was "about to run dry." A physician (not the pt's usual physician, who was in a different city) was found, after "a few days," to fill the pt's pump. However, there was a discrepancy between a prescription for the pump medication faxed to the physician by the pt's usual physician; a prescription for the pump medication faxed to the psychiatric unit; and the information displayed by the physician programmer related to the pump medication. The pt programmer stated that the pt's pump contained morphine at a concentration of 30 mg/ml and a dosage of 11 mg/day. One of the faxes (it was not clear which one) stated that the morphine dosage was either "8.0 or 8.5 mg/day" (the reporter was not certain of the exact value). The physician that was to fill the pump ordered 20 mg/ml (thought the pt programmer displayed a concentration of 30 mg/ml). There was a claim made (it was not clear as to who made it) that "a mistake was made some time ago and there was really only 20 mg/ml in the pump," though the pt programmer displayed 30 mg/ml. The claim was made that this "mistake" was not changed because making the increase or decrease in the flow rate was not desired. The physician to fill the pump, then, did not feel comfortable performing a refill with the conflicting information. The pt's pump contained 0.2 ml of medication at that time. The physician decided to turn the pt's pump to the minimum rate and supplement with oral narcotics. It was not clear how much oral narcotic the pt rec'd. It was stated that the pt was given a 300 mg dose on the night of (B)(6) 2010. But, it was not clear to what the 300 mg dose referred (i.e. A one-time dose, multiple pills of 300 mg, etc.). When the nurses checked on the pt in the morning of (B)(6) 2010, the pt was "very difficult to arouse and very somnolent." The pt's vital signs were stable. No further morphine was administered. The nurses checked on the pt a second time and found the pt "still hard to arouse, still somnolent." Again, no morphine was given to the pt. When the pt was checked on for a third time, the pt was found in asystole. The pt was "coded," but subsequently died. The physician stated that an autopsy on the pt had occurred or was pending. No further details were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).